Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The introducer sheath was returned connected to the storage tube and the filter was returned lodged between the sheath hub and the sheath body. The tuohy-borst was returned tight in place. The storage tube appeared to not be fully connected to the introducer sheath hub and the filter apex was visible within the storage tube. In addition, two filter limbs were returned protruding from the introducer sheath inner surface approximately 54.9cm and 50cm from the distal tip of the sheath. It is unknown when or how these perforations occurred. The returned introducer sheath and delivery system did not exhibit any other anomalies. Functional/performance evaluation: the storage tube was disconnected from the introducer sheath exposing approximately 1.1cm of the filter apex from the introducer sheath hub. The filter was then removed proximally from the introducer sheath. The removed filter contained all 6 legs and 6 arms which were present and intact. The introducer hub was sliced open longitudinally. Upon opening the hub, "skiving" or "scratches" were identified within the inner surface of the hub. No gaps or other anomalies were identified within the hub. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck in sheath and could not be deployed; therefore, a new filter was prepped and deployed successfully. There is no reported patient injury.